Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during an endovascular procedure an 0.035 guidewire started to unravel within the patient. The physician had acquired arterial access and was manipulating the wire within a very tortuous and diseased vasculature when the wire started to unravel. The guidewire was successfully removed from the patient with a vascular snare device.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. No definitive root cause could be determined, however, it is likely that excessive force was applied to the device during use.